Manufacturer narrative:
Section d9: device available for evaluation? Yes; section d9: return to manufacturer: 6/8/2021; section h3: device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed, viscoelastic residue on the optic body and haptics. Which is consistent with a lens, that was handled during removal and replacement. The lens was cleaned, lens damage and a torn optic body were observed. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue was confirmed. However, this can be attributed to handling and cannot be confirmed, to be related to manufacturing. And therefore, no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed, one additional complaint, but it was voided. Therefore, no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency. And the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. If explanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis monofocal intraocular lens (iol) was fully inserted into the patient's left eye, but had to be cut out during the same procedure because the lens had a crack in it. There was no additional surgical intervention and the patient was reported to be doing fine after surgery. No additional information provided.